Event description:
It was reported that during testing conducted at the MFR facility, the saw exhibited symptoms of running without user activation. No pt involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Corrosion was discovered in the motor, which is a probable cause of the device running without user activation.